Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use event on 24-jun-2024. Infusion set has been used for 2-6 hours. Insertion area was cleaned, air-dried and free from hair. Skin tac was adhesive aide used at the area of insertion. The blood glucose level was 200 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.